Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. A volumetrics sequential run of 111ml for 8 stations concluding with 112ml for station 9 (total = 1000ml) tested in spec at 1000ml +/- 2.7%. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: no fluids were passing through the tubing on lines 5 or 6 and no error messages were received. No injuries were reported.